Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the low peep warning alarm was due to the expiratory valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a low positive end expiratory pressure (peep) warning alarm. There was no patient injury reported as a result of this incident.